Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The initial reporting stated the product is not suspected of failing to meet specs. The investigation could not verify or draw any conclusions about the root cause of the reported osteolysis. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to suspected infection. During revision, the infection was not confirmed, however, osteolysis was present.